Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customers' blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had history pointers failed and the history pointers are corrupted and the trace pointers are invalid and also post-reset ram crc alarm. The customer stated that the self test was performed and the insulin pump did not pass the self test. Advised the insulin pump will need to be replaced and to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 on keypad assembly. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. No unexpected post-reset ram crc alarm, history pointers failed, or trace pointers are invalid alarms were noted during testing.